Event description:
It was further reported that in (B)(6) 2008, the patient experienced unstable angina pectoris. In (B)(6) 2009, a 6-month follow-up was performed. In (B)(6) 2009, a 1 year follow-up was performed. The patient had no anginal symptoms. It was indicated that aspirin was prescribed from (B)(6) 2008 to (B)(6) 2010 and cancelled due to bleeding from the wounded area. Clopidogrel was also prescribed from (B)(6) 2008 to (B)(6) 2010 and cancelled due to bleeding from the wounded area. The physician later prescribed aspirin and clopidogrel and was started again in (B)(6) 2010. The patient was discharged from the hospital. In september 2010, a 2 year follow-up was performed. No anginal symptoms were noted.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010.the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231 (ul).

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.